Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: .035; bentson. Guide cath: simmons; renegade microcatheter. Sheath: 5 f. (B)(4) - incorrect anatomy. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. As the stent delivery system (sds) was eventually able to cross the lesion, the reported physical resistance appears to be related to the operational context of the product. It was reported there was continued blood flow distal to the right posterior and anterior divisions which was less rapid than normal following stent deployment and possibly related to thrombosis formation within the stent. Ischemia and thrombosis are listed as observed or potential adverse events associated with the coronary stenting in the graftmaster otw instructions for use (IFU). Due to the inherently emergent and serious use of the graftmaster device, it is possible that the perforation itself and/or the inability to treat the perforation may have contributed to the reported cascading patient effects including ischemia and thrombosis resulting in a delay in the procedure. Additionally, it was reported the graftmaster sds was used in the hepatic artery. It should be noted the IFU states: the jostent graftmaster is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of acute coronary artery perforations. An interaction with the lesion/anatomy likely contributed to the resistance crossing the lesion. As a search of the lot history record indicated no non-conforming material records for the lot and a search of the complaint handling database indicated no related incidents; there is no indication of a lot specific product quality deficiency. A conclusive cause for the patient effects and their relationship to the device if any could not be determined. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in the proximal right hepatic artery, for treatment of a perforation, a 4 x 16 graftmaster stent delivery system was advanced but due to a significant arterial spasm at the site of the perforation, the delivery catheter could not cross and was removed from the anatomy. Equipment configuration was exchanged and the graftmaster stent delivery system was advanced and the stent graft was successfully deployed. Angiogram revealed that the stent was well positioned with no further bleed. However, continued blood flow distal to the right posterior and anterior divisions was less rapid than normal following stent deployment and possibly related to thrombosis formation within the stent. No treatment was reported. Medical opinion indicated that the condition would improve once the guide wires were removed and arterial manipulation halted. Catheters and sheaths were removed and the right groin was closed with a non-abbott device. There was no adverse patient sequela and the patient is reportedly doing fine. No additional information was provided.